Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mm x 12mm threader¿ micro dilatation catheter was advance to the target lesion. The balloon was inflated however it ruptured below the nominal pressure. The device was completely removed from the patient. The procedure was not completed as same device was unavailable. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guide wire lumen. The inner shaft was buckled 6mm proximal of the balloon bond. The balloon was loosely folded. Microscopic examination of the balloon revealed a 4mm longitudinal tear over the markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mm x 12mm threader micro dilatation catheter was advance to the target lesion. The balloon was inflated however it ruptured below the nominal pressure. The device was completely removed from the patient. The procedure was not completed as same device was unavailable. No patient complications were reported and patient's status was good.